Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced fullness and shortness of breath. The fullness occurred during drain 4 of 5. The patient was connected at the time of the event. The cause of the events was not reported. The patient was taken to the emergency room. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.